Event description:
It was reported that the pulse generator exhibited less than 1 kohms, battery output voltage 2.76 v and mr 98.5, six months ago. On (B)(6) 2011 the device exhibited eri. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: final analysis could not verify complaint.